Event description:
Esophageal varices banding performed by gi physician. Six shooter tip came off while scope in esophagus, had to rescope pt while still in procedure room to retrieve tip. Equipment malfunction. Cook t shooter, ref# mbl-u-6, g31917m lot# w3406773. Exp 3/2015.